Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: the bravo delivery system was investigated visually for external damage. The received product functioned according to specification. After investigation it was found that the bravo delivery system had no damage. A review of the device history record indicated that the product was released meeting finished product specifications.

Event description:
According to the reporter, the bravo capsule failed to detach.